Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle tip broke off during a case. A photo is attached. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/5/2024: the device broke when the handle was placed on the patient's glenoid. All fragments were retrieved from the patient. There was no case delay. This was discovered during an eclipse procedure on (B)(6) 2024. The case was completed using another handle in the tray. No adverse effects on the patient were reported due to the issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9215-1-03 universal quick connect handle lot number: 022336 was received for investigation. Upon visual inspection, it was noted that the distal tip of the returned device was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the device during insertion. Refer to investigation photos.